Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements of 2132 ohms on the right atrial (ra) lead channel as well as false atrial tachy response (atr) episode due to noise oversensing. Technical services (ts) was consulted, and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.